Event description:
It was reported that during insertion of the iab, the balloon unwrapped prematurely and could not be passed through the sheath. The iab was removed and replaced without any complications.

Event description:
It was reported that during insertion of the iab, the balloon unwrapped prematurely and could not be passed through the sheath. The iab was removed and replaced without any complications.